Manufacturer narrative:
Additional information was added to h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of minicaps crack and the iodine leaks. This was further described as ¿all the mini caps were leaking the same way. It just can¿t catch and if it just catch, it cracks and iodine leaks all over night¿. It was not specified at what stage of peritoneal dialysis therapy this event was identified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.